Event description:
Additional information received reported that there had not been a revision or replacement scheduled or performed yet. It was unknown what symptom the patient was experiencing as a result of the event. It was unknown if any troubleshooting had been done. It was noted that the patient was not currently receiving therapy as the catheter was no longer in the intrathecal space. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type programmer, patient. Product ID 8709sc, serial# (B)(4), implanted: 2013-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient¿s catheter was out of the intrathecal space. The migration was confirmed via computed tomography (CT) myelogram. It was stated that therefore drug was being delivered outside the intrathecal space. The pump was programmed to minimum rate mode on 2014-(B)(6). The reporter stated that the patient was too large and the fascia was too deep so they are looking for a neurosurgeon who could perform the revision surgery; however, nothing had yet been scheduled. The patient stated that she needed a new pump and catheter. The device system delivered morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Analysis of the pump revealed no anomalies. Analysis of the catheter revealed the sutureless connector was damaged at explant.

Event description:
Additional information received reported that the patient was turned down to minimum rate due to the catheter issue. The physician was consulting with a neurosurgeon because, the patient is a heavy set and they think the fascia will be really deep and the anchor would be hard to deal with. The date is not set for any revision as far as the manufacture representatives are aware.

Event description:
Additional information received reported that the pump had been "shut off" due to a catheter issue, so the patient notably had no need for the personal therapy manager (ptm). The physician's assistant noted that the patient wanted a whole new system when the catheter was revised.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported that the patient's therapy was "suspect." It was noted the patient's pump serial number was on the "recall list" and that she had spoken to her provider and a "full new system" was to be implanted. There was no patient injury, and the patient recovered without sequela.